Manufacturer narrative:
The lot history record review was not possible since the lot number was not reported. The device was not returned for evaluation as it was implanted in the patient. The event could not be confirmed. The event cause could not be determined. (B)(4).

Event description:
Medtronic (covidien) received report that a pipeline device was deployed and did not open completely during treatment of an unruptured, saccular aneurysm in the clinoid segment of the right internal carotid artery (ica). The physician used balloon angioplasty to fully expand the pipeline. The device was successfully implanted. There was no report of patient injury as a result of this event. Pipeline model and lot number were not provided by the customer.